Event description:
In 2008, the pt reported that she noticed an air bubble in her insulin cartridge a "few" days ago. She stated that a friend fills the insulin cartridges for her and she uses room temperature insulin. The pt was instructed to disconnect from her infusion site and she performed several primes, but was unable to remove the air bubble. The pt inserted a new insulin cartridge and stated that there were air bubbles in the luer connection. The pt was advised to properly tighten the adapter and infusion tubing. She stated that the connection was loose and she tightened it. The pt was able to prime the air from the luer connection, and she saw insulin drip from the infusion tubing. She stated that one small "champagne" bubble remained. Her blood glucose was elevated and she stated that she wanted to reconnect to the infusion device. Her blood glucose measured 239 mg/dl at the time of the report and she bolused 1.1 units of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.